Event description:
Note: this report pertains to one of three devices that were received in the same shipment. It was reported to boston scientific corporation that a shipment of dreamtome rx 44 devices were received by the healthcare facility on january 31, 2025. It was noted that three dreamtome rx 44 devices of the same lot number contained water damage inside the sealed packaging. It was reported that there were no visible tears, rips or holes noted on the device packaging. The device was never in service and there were no patients involved in this event. Photos of the complaint devices were provided by the customer and show water damage along the seams of the external device shipping box. Three device photos also show the sterile device pouches have visible water residues.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of unsealed device packaging.